Event description:
It was reported that the helix was extended when they removed the lead from the box. During the implant attempt, the helix was opening and closing properly as verified under fluoro but then it was noted via fluoro that it extended spontaneously. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; the full lead was returned and analyzed. Blood was found in/on helix. The helix extends and retracts within product specification.